Event description:
On 01/12/2022, it was reported by an arthrex employee via sems that water would not go inside the ar-6410 pump, but would not come out. This was discovered during use in a arcr on 01/10/2022. There was no additional information. Requested additional information.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on and when rising the pressure up and the audible alarm was triggered for low pressure. No leaks observed. Most likely caused by unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump.